Event description:
Reporter alleged the lancet needle sticks outside the top of the cap after use and will not retract back into the lancet device. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.